Event description:
Pt given injection of supartz into r knee at 1200; two hours later began having headache; vomiting began 5 hours post injection; pruritis began 1 hour later. Developed a hive near the eye. The pt took 50 mg og diphenhydramine and was referred to the ed by the md's office on (B)(6) 2014. She was given IV diphenhydramine 25 mg; famotidine, ondansetron, and 1 liter ns. Methylprednisolone dose pack. Osteoarthritis of the knee.